Event description:
On (B)(6) 2013, a 25 mm trifecta valve was implanted. Approximately four years post-implant, the leaflets of the trifecta valve appeared stiff. The valve was explanted on (B)(6) 2018 and replaced with an unknown valve. The valve was sent to for pathology analysis and then will be returned to abbott for analysis. The patient is reported to be recovering.

Manufacturer narrative:
The reported event of stiff leaflets was confirmed. Morphological and histopathological examination found all three leaflets contained calcifications, which limited mobility. All three leaflets were fibrotically thickened. Leaflet 1 contained a tear in the mid-portion, which was associated with a calcification. All three leaflets contained fibrous pannus ingrowth on their inflow surface, which was also present on the outflow surface of leaflets 2 and 3. No inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the calcification and pannus ingrowth remains unknown.